Manufacturer narrative:
Based on the information provided the root cause of the reported post-operative complications is unknown. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2019 and (B)(6) 2019. No related system errors were found to have occurred during the surgical procedures. This complaint is being reported due to the following conclusion: it was reported that after undergoing a da vinci-assisted cholecystectomy and a hiatal hernia reduction surgical procedure, the patient allegedly experienced a tear in the abdominal wall that was repaired in a subsequent procedure. The patient was also hospitalized for an extended period of time.

Event description:
It was reported that after undergoing a da vinci-assisted cholecystectomy and a hiatal hernia reduction surgical procedure, the patient allegedly experienced a tear in the abdominal wall. On post-operative day #3, the patient underwent a second unspecified surgical procedure, performed by the same surgeon, to repair the abdominal tear. It was also reported that on post-operative day #6, the patient underwent another surgical procedure (unspecified if it was robotic) in a different hospital, and a part of the bowel was resected. The patient reportedly developed ileus and remained in the hospital until (B)(6) 2019. The root cause of the reported post-operative complications is unknown at this time. The patient alleged that the surgeon was insufficiently trained to operate on patients with dwarfism. Intuitive surgical inc. (Isi) has made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.